Manufacturer narrative:
One 10f fast-cath duo hemostasis introducer sheath was received for evaluation. The sheath tubing had been punctured mid-sheath; the condition was consistent with the reported fluid leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tubing damage and subsequent fluid leak remains unknown.

Event description:
When the procedure was completed, a blood leak was noted from the sheath when removed from the puncture site. It was not the hemostatic valves or flashports. When checked, holes were found in the body of the sheath. It is unclear when the holes were created. There was no resistance at the time of insertion of the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.